Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary balloon catheter to treat a non-tortuous, non-calcified lesion in the proximal right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the tip of the balloon detached during delivery through the vessel. Multiple techniques were made to remove the detached front end of the balloon, including wrapping two guidewires, catheter extension and balloon dilation techniques, but the balloon stump was not removed. The balloon marking point tended to move distally, and there was a risk of the balloon stump falling off and causing embolism in other parts. Therefore, a stent was placed in the proximal rca and the detached balloon stump was attached to the stent and remains in the patient. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: one still image of numerous device removable labels was received. One label had device details matching the complaint file. The reported failure could not be confirmed from the image. Another three still images were provided from the account. All three show fluoroscopic images with what appears to be a detached marker band from the inner shaft present in the proximal rca. The images are still and do not show the delivery or attempted removal attempts and therefore do not show the reason for the reported detachment. An attempt was made to use one nc sprinter coronary balloon catheter to treat a non-tortuous, non-calcified lesion in the proximal right coronary artery (rca) with 80% stenosis. Resistance was not noted during delivery of the device. The nc sprinter balloon was being used to perform high-pressure post-dilatation of an implanted stent. The nc sprinter balloon was expanded three times with pressures of 14 atm, 16 atm, and 16 atm. It was reported that the balloon ruptured during dilation and separated and remained in the right coronary artery. It was stated that during the last 16 atm expansion, contrast agent was found in the coronary artery and the pressure of the pressure pump dropped rapidly, which was considered to be a balloon rupture. After adjusting the guiding catheter and ensuring good coaxiality, the balloon was withdrawn and it was then found that the tip of the balloon detached during delivery through the vessel and a balloon marking point was left in the proximal segment of the patient's right coronary artery. The integrity of the withdrawn balloon was destroyed an intravascular ultrasound examination of the coronary arteries was performed, which revealed a high-echo point under the stent, which was considered to be the marking point pressed under the stent. No floating objects were found at the right coronary artery ostium, and multi-position angiography showed that the stent was well adhered to the wall and expanded. Because the stump of the balloon was pressed under the stent, it was estimated that it had no effect on the patient's short-term and long-term. The device was not kinked and re-strained during use. Patient's gender and sex added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.